Manufacturer narrative:
(B)(4). Taperloc microplasty stem. M2a magnum shell. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 05598, 0001825034-2018- 05599. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with pain and discomfort, which was treated with ultrasound phonophoresis and physiotherapy. After extensive evaluation, it was thought the patient may be dealing with a hypersensitivity reaction to the metal on metal ions. Subsequently, patient was revised approximately 26 months later due to persistent pain and possible metal hypersensitivity.